Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Subsequent sections could not be filled out due to a lack of cable information: d4, d8, g5, h4, h5. Health effect impact code: no adverse event; no patient impact h3 other text: product not returned

Event description:
The customer reported: "spo2 cord/s have been found to fray easily with areas of varying damage. The ease in which these cords fray makes it difficult to identify damage immediately which poses concerns about their reliability in function and the obvious potential for negative patient impact. Additionally, any variation of damage related to fraying of these cords renders them unsanitary, cannot be properly cleaned, and pose a possible infection risk". There was no patient impact or consequence reported.